Manufacturer narrative:
(B)(4). Eval, results: bovine thoracic arch and angulated aorta. Stent graft implanted in pt with inadequate anatomy. Eval, conclusion: bovine thoracic arch and angulated aorta. Stent graft implanted in pt with inadequate anatomy.

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a 7 cm long chronic dissecting taa. The pt had a bovine arch that was extremely tortuous, and there was a 110 degree angulation in the transverse aorta before the descending aorta. One device was implanted in the arch and landed as planned at the innominate artery; however, due to the severe aortic angulation, there was a kink in the graft between the first and second covered stents along the lesser curve of the aorta. The wire was also hugging the inner aortic curve. During removal of the delivery system, the physician tried to advance the spindle but was unable to due to the interactions between the device and the graft and the severe angled anatomy. However, by pulling the trigger and moving the gray handle back and forth, the delivery system was able to be withdrawn without issues. The kinked graft was left uncorrected. No clinical sequelae were reported, and the pt is fine. The delivery system was discarded.